Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose of the customer was 167 mg/dl. Customer states the display was blank less than 30 seconds and then returned. The customer reported that the display was blank currently. The customer reported that the battery compartment was neither damaged nor corroded. Customer reported that the spring was neither damaged nor corroded. The customer advised to clean battery cap contacts with a dry cotton swab. The customer advised to press and hold the back button for 60 seconds. The customer advised to insert new aa battery. Display did not return after pump restart. The device will not be returned for the analysis.